Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. It was reported that when the nurse opened the package the needle was detached from the thread.

Manufacturer narrative:
Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed, there are no units in stock. Received two open and unused samples with the needle detached from the thread and the thread still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, taking into account that the two samples received were defective and unused, it is concluded that the product did not fulfill the OEM requirements and the complaint is considered justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.